Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 the reporter contacted to report that the omnipod 5 was not communicating with the new sensor and transmitter. The patient was still receiving glucose readings on the dexcom g6 app. According to the reporter, the patient was at the ICU, and the issue may potentially be related to dexcom. The reporter declined to provide additional details at this time. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.